Event description:
Tech found bed in bed shop with a note stating, 'broken'.

Manufacturer narrative:
Tech found the head section won't go up. The head up vale is stuck. Cause was contamination in the hydraulic fluid. Tech replaced head up valve to resolve the issue. No injury reported.